Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital complaining of severe pain around the site of device implant. The patient exhibited redness and swelling at the implant site and was febrile. Due to suspected infection, a revision procedure was performed at which time the device and electrode were explanted and the wound cleaned. The patient was given antibiotics and later discharged. No additional adverse patient effects were reported.